Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a pharmacy technician reported that on (B)(6) 2023 in their hospital ER, that the nurse spiked one activase 100mg vial, however the sterile water did not come out, would not flow at all. The returned implicated transfer device was inspected for defects. As a result of the sample analysis, there are no damage or defects observed with the transfer device. There is no obstruction(s) in the flow pathways for the transfer device. No injury reported.